Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples while using the vitros eciq system. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. An instrument or reagent related issue cannot be ruled out as contributing factors due to limited information available from the customer. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.

Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results (patient 1 = 0.081 vs. An expected result <0.012 ng/ml, patient 2 result = 0.345 vs. An expected result = 0.028 ng/ml) from two different patient samples processed on the vitros eciq system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer retested the affected sample prior to reporting due to their repeat testing policy. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).